Event description:
Iab was inserted via a sheath in cath lab in 2005. During catheter removal 2 days later, physician felt resistance and could not pull catheter out smoothly. Patient was sent to cardiac surgery. Physician pulled catheter with force and balloon membrane broke. After pulling out catheter, a lot of clots were found in balloon. Surgical intervention was not required. There were no associated patient complications. Physician commented that the "machine" would not alarm.